Event description:
It was reported that the patient experienced telemetry issues. The patient had last recharged the ins in 2008, and an overdischarge was suspected. Patient compliance was the primary reason for the overdischarge. The patient could not feel a stimulation sensation and experienced a loss of therapy, leading to increased pain. Multiple physician mode recharges were attempted, but were unsuccessful. It was possible that the patient would have a battery a replacement. Patient outcome was reported as "to be determined". See also MFR report # 3004209178-2012-05424.

Manufacturer narrative:
(B)(4). Lead: model 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; lead: model 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; extension: model 3708160, serial# (B)(4), implanted: (B)(6) 2007, explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).